Event description:
It was reported that the index procedure was performed on (B)(6) 2009. During the procedure, a dissection occurred in the obtuse marginal (om1) vessel, and the 2.5 x 28 mm promus stent was implanted for treatment. The patient was discharged on aspirin and clopidogrel, on (B)(6) 2009. On (B)(6) 2013, the patient presented with cardiac chest pain, and was diagnosed with unstable angina. The patient was hospitalized on the same day. Angiography revealed in-stent restenosis in the mid om1. On (B)(6) 2013, the patient was treated with a coronary artery bypass graft (CABG) to the om1, and discharged on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.